Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 submitted: 09/04/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the battery cap was not returned with the pump for investigation. Review of the black box showed dates from (B)(6) 2012. No power on resets was observed in the black box during this period of time. A test cap was used for testing. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately without rebooting or power loss was duplicated. The pump cover was removed for investigation and no evidence of damage was observed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), 2012 the reporter, the patient's mother, contacted animas to report the pump had intermittent power. The reporter replaced the battery, but afterwards received an alarm to replace the battery. On (B)(6), 2012 the patient obtained the blood glucose reading of "greater than 600 mg/dl" and tested positive for large amounts of ketones. The patient was given an insulin injection via a syringe. The patient did not seek any medical attention. Troubleshooting revealed there was no damage or corrosion seen on the battery cap or pump battery compartment. It was also determined the battery cap would not tighten securely and the o-ring was visible. The reporter noted the battery cap had never been replaced. The manufacturer recommends the battery cap be replaced every six months. The patient's technique was incorrect by not replacing the battery cap as recommended by the manufacturer. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, this complaint is being reported.